Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Preliminary analysis revealed a no telemetry condition. Bench testing confirmed the no telemetry condition. The no telemetry condition was the result of a depleted power source. The root cause of the depleted power source could not be determined during lab testing. The hybrid tested normal, and no anomalies were found during battery analysis.

Event description:
It was reported that the implantable cardiac monitor would not interrogate and the battery was thought to be 'dead'. The device rem ains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.